Event description:
Caller reported a malfunction on the pump, which resulted in the customer's blood glucose exceeding 500 mg/dl, with the specific value displaying as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. Tandem technical support provided pump reset information, assisted the caller in resetting the pump, and instructed the caller to continue using the pump and call back if the malfunction recurs. No third-party assistance was required, and the malfunction did not recur after resetting.